Event description:
Reporter stated that patient obtained a venous blood glucose result of 268 mg/dl, while using the suspect device. The same blood sample, when tested in a reference lab, reportedly measured 126 mg/dl. No patient injury was reportd and no treatment was received. Patient reportedly performed quality control test on the suspect device, however, reporter did not know if the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.